Event description:
This device was implanted on (B)(6) 2017 and was explanted on (B)(6) 2017. A procedure form received on 4/11/2017 stating that noted a history of pacer induced cardiomyopathy. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)